Event description:
It was reported that during an unknown procedure, the clip did not form. Unknown at what firing this occurred. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Advancer bypass/indicator wheel failure the device was received in good visual condition. It was cycled and the advancer bypassed one clip causing a pear-shaped clip. The remaining nine clips were conforming and then the device locked out as intended but the orange indicator did not show up completely. A possible cause for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process.